Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station's critical override was set to 1 minute, which was causing the station to go on and off critical override. A technical support specialist stated that the default setting for the station's critical override could be adjusted to 30 minutes. Then, provided instructions and guidance to the customer on how to change the critical override status to 30 minutes to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system had 7 stations was in critical override mode, which was causing disruptions in workflow for users attempting to dispense medication to patients. The customer stated that the issue could be related to an unstable network, but it was working fine several days ago and there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.